Event description:
It was reported during da vinci hysterectomy procedure that the mega suturecut needle driver had exposed wires - loose. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. Other cables at wrist were not damaged. Additional observation not reported by site was the instrument distal pulley had scratch marks/abrasions. There were scratches on the surface of the distal pulley. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the broken grip cable were to recur could cause or contribute to an adverse event.